Event description:
Sorin group received a report that the control panel could not be powered on during set up. There is no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 control panel. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and identified a defective cable inside the control panel during troubleshooting. The cable was replaced to resolve the issue. The device was tested for several hours without further failure and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.